Event description:
Procedure: low anterior resection. According to the reporter: tissue might be thick, so part of the cartridge was broken. The sulu fired, but add'l resection of tissue was needed to remove the device.

Manufacturer narrative:
(B) (4). (B) (4).